Event description:
My daughter had her first vns implanted in 2004. She did not have success, had many traumas with her throat, and it ultimately caused paralysis to her vocal cord. We were advised by our doctors to get another - new and improved - vns since we are trying to avoid additional meds and surgery on this pt. When the surgeon opened the area to replace the old with the new, he discovered darkened tissue, corrosion, and a complete failure of the device. He said, he had never seen it in over 300 vns surgeries. Because of the extent of the problem, he had to replace more than the generator, and had to attempt removal of the wire that has long been encased in scar tissue. We were advised by cyberonics that they could fully investigate and contact the FDA. After 7-months, cyberonics can only identify's dodge-ball hit 4 years ago as the cause of failure. The device has read "normal" during this entire time on every routine recheck. We would never have known of this failure if we didn't have a second surgery. Cyberonics' investigation states the cause is "blunt force trauma" 4 years ago. Indeed, being cautious parents, we did see her neurologist after that incident to ask if the ball could possibly have caused damage - the neurologist assured us, but performed the standard usual diagnostics and said the device was not damaged - again, 4 years ago. Cyberonics also advised today that her current neurologist - md - did not perform recommended "diagnostics" on her device while under his care - approx. 1 year, but only "interrogations" which would not reveal a "failure" status. Dr surely had no idea that was required or he would have done a diagnostic reading. We thought that he "interrogations" he was doing, were "diagnostic" evaluations. The question looms as to when the device failed, and how would we have known it was in this condition, buried under her skin, showing no signs of distress. Our earlier problem with her paralyzed vocal cord was also met with disinterest as we sought to discover that caused the permanent condition. We could only suspect the vns was ramped up too quickly to higher intensities. If that were true, they would simply have to re-examine their protocol, but they did no investigation into cause. We quietly went away without pressing for an answer. Now, another encounter with the cyberonics product is met with the same response. Why aren't they concerned that their device was indicating "normal" at every office visit? Since it never controlled her seizures, there were zero signs it was in this state. Cyberonics advised that their last communication with FDA was in august, and they reported "lead failure" as the cause. Now, we have a second vns in her chest - no seizure improvement; in fact, worsening, and we have no idea what went wrong or when. The surgery doctors also remain baffled. Is there any accountability in this investigation process? Is it up to me to keep pressing for resolution, or does the FDA hold them accountable for such serious incidents? Vocal cord paralysis - and an electrical failure resulting in darkened tissue - three years later does not seem to warrant an unbiased investigation that goes beyond proving their own blamelessness. I asked them today for the FDA report, hoping to glean something on why, when, or how the device failed. Cyberonics said, they would not provide that info. It feels we are left begging cyberonics for a responsible response to this incident. I have contacted them no less than 12 times in 7 months via phone calls and emails. Cyberonics "deal with us". It was never our intent to be their problem...only to understand more fully the risks we are exposed to with their device, how we can protect our daughter from further harm, and assist them in identifying product concerns. Advised she would have to contact their legal dept. To provide FDA info. Why is that? We are a modest family, and do not have access to a legal department. Do incidents such as this require a legal department to provide people who have trusted them with answers?